Event description:
Customer reported to beckman coulter, inc. (Bec) that the tubing to the laser of the coulter lh 750 hematology analyzer was disconnected. Customer reported that there was a diluent fluid leak. Customer reported that the fluid leak was contained within the coulter lh 750 hematology analyzer customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer to reconnect the tubing onto the top of the flowcell. Customer reported that no further problem was observed after the reconnection of the tubing.

Manufacturer narrative:
(B)(4).